Event description:
Patient reported their front teeth are not aligning right. Front teeth not closing in right and front out two teeth starting to cross over their two front teeth. They also reported the lower aligner not fitting correctly and cutting their tongue. Provided tips for discomfort and concerns with alignment. Requested updated information and photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.